Event description:
It was reported that the piston on the pump would retract without being prompted to do when the customer was attempting to load a cartridge. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.